Event description:
It was reported that a spectrum pump constantly displayed the downstream occlusion message. Any pt involvement, injury or medical intervention is unk.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. It was found out of spec with respect to constant downstream occlusion alarms, which were reproduced. The current reading of the downstream sensor was found out of spec. Eval found the thermistor on the downstream sensor damaged and was replaced. The device was calibrated to ensure proper occlusion detection.